Manufacturer narrative:
In follow up with a complaint handler on (B)(6)2019, the customer indicated that she received the new breast shields and the issue has completely resolved. The customer also indicated that she was no longer experiencing any pain, rash or open skin.

Manufacturer narrative:
Customer service sent the customer a reply email, requesting that she contact them via phone so that her issue could appropriately be addressed. As of the date of this report, the customer has not done so. In follow up with a complaint handler on 01/24/2019, the customer indicated that she washes her breast shields using a free and clear soap, then thoroughly rinses them and leaves them to dry on a bottle drying rack. The customer also indicated that she uses a steam sterilizer between every pumping session. The customer alleged that the doctor also treated her reaction as thrush, as a precautionary measure in the event it was fungal, so she used an oral medication and two prescription ointments, as well as gentian violet. The customer indicated that the contact dermatitis is much better and believes it was partially fungal, as the circle where the breast shields met her skin still flare up after every session. The customer stated that coconut oil has helped, but not entirely. Additionally, she believes it was less of an allergic reaction and more that the breast shields rubbed her raw, causing an opening for the fungal issue to get in and spread. She has recently ordered soft silicone flanges to try, but as of 02/01/2019, they had not arrived. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). Reported issues of rash were investigated under in (B)(4), which determined the root cause to be potential for the product, after it is opened, to come in contact with environmental allergens, lotions or creams, and cleaning solutions that may cause an allergic reaction or irritation. Such root cause is not a product malfunction or a deficiency in information available to the user. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2019, the customer alleged to medela llc via email that she is an exclusive pumper using the pump in style breast pump with the 30mm breast shields, to which she seems to have an allergy. The customer alleged that she developed severe contact dermatitis to the point where her skin was splitting and quite painful. She further alleged that her doctor was treating the dermatitis and recommended that she use something to create a barrier between the plastic and her skin. The customer tried different oils and plastic wrap, which prevented her from getting enough suction to empty her breasts.